Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc) associated with the production order were found. The search in the complaint history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was not implanted; therefore, it was not explanted. Attempts have been made to obtain the missing information; however, to date, the requested information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that the haptic of an intraocular lens (iol), model z9002 (18.5 diopter) was broken and it was not noticed until the lens was being advanced. Reportedly, only tip of the cartridge contacted the patient¿s eye and the lens was still in the cartridge when the broken haptic issue was noticed. It was indicated that the lens did not get stuck in cartridge. The cartridge with lens was removed and a new replacement lens was used by the doctor. There was no vitrectomy, no incision enlargement and no sutures required. No additional information was provided.